Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Corrected data: d4

Manufacturer narrative:
Further information was requested but not yet received.

Event description:
During a follow-up in clinic, episodes of noise resulting in oversensing were observed on the right ventricular (rv) lead. The suspected cause was insulation damage, however, diagnostic imaging was not performed. No intervention was performed at this time. The patient was stable.